Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) intended for use for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. Log files were not provided for review. Therefore, the boot-up failures could not be confirmed. A software-related error could be a contributing factor for these issues. It is suggested that a hard reboot of the system be performed. Refer to the real intelligence cori for knee arthroplasty user manual for proper shutdown of the cori console: 1. Press the power button () on the front of cori. 2. Use a finger to move the slider on the front of cori from the left to the right, to confirm the shutdown. Cori shuts down, and the backlighting turns off. 3. Press the (o) on the power button, located on the back of cori, to turn it off completely. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Prior escalation criteria was reviewed, and there are no prior escalation actions applicable to the scope of the reported compliant. Although no further action is necessary at this time, the issue will be continuously monitored through complaint investigation and post market surveillance. This situation is captured in the risk assessment released at the time of the complaint. No further containment or correction is required.

Event description:
It was reported that, during a cori ukr cadaver lab, there were failed attempts at reconnecting, recalibrating, powering down the system and opening new cases (boot up failure). No other complications were reported.